Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 14may2019. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the light emitting diode (led) indicator blinks but unit does not come on. The technician advised the customer to replace the power management board. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not power on. There was no patient involvement.